Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Removal of a tritanium cluster shell with two screws and mdm components. Created a void medial and superior which required augments which preoperatively were ruled out prior to case. Re implanted the 54 cup as an augment along with one of the original 25 mm screws to fixate the "augment". Update - rep cited loosening of acetabular cup as the trigger for revision. Update - left hip. The actual 54 cup implanted during primary surgery by dr. (B)(6) was removed due to loosening. The explanted cup was cleaned off and reimplanted into the void created by the removal of the loose cup. One of the initial screws was reimplanted to stabilize that cup within the void; 120 cc of bone versus cement was implanted to buffer the area between the augment (54 cup) and the revision cup (58 multi hole).